Event description:
It was reported that a dissection occurred. The target lesion was located in the left anterior descending artery. After deployment of a 3.00 x 32 mm synergy, a proximal edge dissection was noted via fluoroscopy. A 3.00 x 8 mm synergy was deployed to cover the dissection and complete the procedure.